Event description:
It was reported that the left ventricular (lv) lead dislodged during a change out procedure. The lv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1688t x2 st jude leads, implanted (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.